Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of unspecified tissue injury is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. Based on the information provided, a definitive cause for the reported difficult to close could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The patient effect and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an interventional left heart catheterization procedure with a 6f sheath. Reportedly, during step 4 of device deployment, the footplate reportedly remained partially extended and did not fully close, despite the handle being fully depressed. It was further reported that the knot of the prostyle device did not successfully advance, which may have contributed to the footplate remaining partially open during deployment. The physician attempted to reopen and close the footplate and gently ¿twist¿ the device side to side in an effort to remove it. Eventually, the device came out of the artery and was ¿stuck¿ in the subcutaneous tissue. The device was ultimately freed, and ¿tissue¿ was noted on the partially open footplate. An 8f sheath was then inserted in an attempt to control the bleeding, but bleeding persisted even with the larger sheath in place. The physician subsequently removed the sheath and wire, and manual compression was applied for 45 minutes to achieve hemostasis. There were no adverse patient effects reported and no clinically significant delay to the procedure or therapy. No additional information was provided.